Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated an architect i2000sr analyzer generated a false positive troponin result for one patient sample. The analyzer generated troponin results of 194 and 2278.19 ng/l. The sample was repeated on another architect i2000sr analyzer and generated a troponin result of 11.81 ng/l. The customer uses the following cut-offs for male: <33.0 and female: <13.0. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The wash zone manifold and valves were replaced to address the customer's issue. Tracking and trending identified no adverse trends. Labeling was reviewed and found to be adequate. Based on the investigation no product deficiency was identified.